Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Aspiration failure and water failure was noted due to the broken channel tube. Angulation in the upward direction was out of standards due to the worn-out angle-wire. The objective lens and light guide lens was discolored. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, leakage was noted from the channel of the bronchofibervideoscope during preparation for use for a diagnostic procedure. The procedure was completed with a similar device and there was no delay. The device was returned and an evaluation revealed e315 (no image) error. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed unsupported endoscope connection error e315 could not be determined, however, the issue was likely the result of a faulty/corroded scope connector circuit board due to leakage from the forceps channel. The event can be detected/prevented by following the instructions for use section below: ¿operation manual: important information ¿ please read before use: precautions for disappeared or frozen endoscopic image describes precautions¿. Olympus will continue to monitor field performance for this device.